Event description:
Notified by surgeon to radiologist that savi scout reflector was not working for localization in or (operating room)- had to be localized by u/s (ultrasound). Patient had left breast partial mastectomy. Also had right breast excisional biopsy and savi scout reflector worked as it should for this procedure.